Manufacturer narrative:
The product was not received for evaluation. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse regarding a cartridge luer that broke and was retained in the central venous catheter of a critical care patient who was undergoing dialysis treatment (nos). The catheter was replaced and the patient recovered without sequelae.